Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between a secondary clearlink system non-dehp solution set and the y-site of a primary clearlink system - non-dehp solution set. This observed after the patient completed chemotherapy treatment. The secondary chemotherapy tubing was stuck in the y-site (clearlink) of the primary tubing; the sets were unable to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.